Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that needle broken in the body and they could not get the needle out side. Customer's blood glucose was unknown. Device will not be returned for the analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the start date of the sensor was (B)(6) 2019 and start hour of the sensor was 09 3. Location of sensor insertion was abdomen 5. Date of sensor alert was 6. Hour of sensor alert: 7. Sensor alert missing reason: does not know